Manufacturer narrative:
Manufacturer narrative: the customer's complaint was not replicated with the returned meter. No evidence of charring or burning was observed on the power supply or meter. The meter powered on successfully and the qcd passed. Unable to determine a root cause of the complaint.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported a triage meter pro power cord burnt through after a power outage at the facility. There was no patient or user injury. The triage meter pro was damaged by the event.